Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bct-475, suture anchor, biocomposite¿ corkscrew® ft, double loaded with two 1.3 mm suturetape¿, 4.75 mm, both the implants broke intra operation. This was detected during a rotator cuff repair on (B)(6) 2025. The procedure was completed successfully by using a new anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-1927bct-475, with batch number 15096473, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-eo revision 4: 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.